Event description:
Customer's mother reported that the insulin pump was repeatedly vibrating, then returned a failed battery test. Blood glucose level was unknown at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.